Event description:
The surgeon had difficulty inserting screw into washerloc. He elected to remove both items and use an interference screw as to not risk the integrity of the implant. The case was extended approximately 20 minutes. The patient suffered no ill effect.

Manufacturer narrative:
Evaluation: the shank of the screw was over sized by .0035 and two of the extended spikes on the washerloc were bent in a clockwise direction, indicating the washerloc was not completely seated before attempting to insert the screw. Functional testing also revealed that a screw with a shank of up to .010 over the specified tolerance will still function as required. The .005 thread interference on the washerloc rolls itself out of the way & allows the screw to seat properly. A retrospective review of file was performed in 2008. Initial assessment did not determine event details to be reportable as no impact to the patient was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction.